Event description:
The patient reported their wound took 8 months to heal and the receiver pocket turned into a lesion. The patient was prescribed several rounds of antibiotics including keflex and a topical antibiotic. The wound is looking a little better. There are no plans for an explant procedure as the patient refuses get the device explanted. The clinician's office explained the risks of keeping the device implanted.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date has been ruled out as a potential cause of the reported issue. Potential causes of the reported issue are patient touching/picking the wound, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, not taking antibiotics preoperatively, multiple tunneling attempts, using inappropriate tools and patient contraindications. A representative conducted a review of sterilization and packaging records for the respective product lot; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their wound took 8 months to heal and the receiver pocket turned into a lesion. The patient was prescribed several rounds of antibiotics including keflex and a topical antibiotic. The wound is looking a little better. There are no plans for an explant procedure as the patient refuses get the device explanted. The clinician's office explained the risks of keeping the device implanted. On march 29, 2024, the commercial team member provided additional information. An explant procedure was performed on (B)(6) 2024.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date has been ruled out as a potential cause of the reported issue. Potential causes of the reported issue are patient touching/picking the wound, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, not taking antibiotics preoperatively, multiple tunneling attempts, using inappropriate tools and patient contraindications. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.